Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was noticed to have a mark on the optic. The procedure was completed the same day. Additional information has been requested.

Manufacturer narrative:
Additional information provided n d.10., h.3., h.6., and h.10. The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half. Both haptics are bent in the gusset area with one haptic adhered to the optic by solution. The lens was cleaned with lphse. Multiple light and deep scratches are observed on both the anterior and posterior sides of the optic. Edge damage is observed on the optic. A crack is observed on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating there was no patient injury.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).